Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the electrode array extruded into the external auditory canal (date not reported). It is unknown whether revision surgery is planned, as of the date of this report.